Event description:
A customer reported a high reading issue with the adc device. The customer received higher sensor scans compared to a competitor brand meter and experienced cramps and seizures in their legs. The customer indicated self-treating with magnesium (avitale 400 mg) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered is per customer's report of "(B)(6) 2022 or (B)(6) 2022." N/a was selected as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.